Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the lead was dislodged, and the helix mechanism was not functioning properly. Furthermore, after multiple attempts, the lead was unable to be implanted. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction section g3: the awareness date should've been 20 dec 2024 instead of 11 dec 2024.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and operation issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.